Event description:
It was reported that the device shows signs of corrosion. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. Investigation of the complained device revealed that the slider presents some spurs of corrosion. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. In general we have to point out that even so called stainless steel is only rust resistant. The corrosion resistance is only ensured when the products are stored at dry conditions. In addition all metallic contacts are humid or wet conditions may create electrolytic reactions resulting in contact corrosion. According to the device report the present depth gauge was in contact with some rusty holding forceps. We therefore, classify this occurrence as contact corrosion. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. As the device was in contact with some rusty holding forceps, we classify this occurrence as contact corrosion and the device failure is related to the cleaning and maintenance of the device.